Manufacturer narrative:
The unit was not returned after multiple attempts. This event is reported solely on the information provided by the customer. An investigation of similar complaints revealed several potential causes, including faulty or damaged components. Many of the problems are either damage to the sensor receptacle or damage to the rj-11 clip. Damage can cause the pins inside the sensor receptacle to become stuck down, either triggering no alarm or false alarm. It can also cause the sensor cable to not have a secure fit in the receptacle, which can allow movement to affect function. Likewise with damage to the sensor cable clip. Other causes, such as corrosion and moisture damage, are also a possibility. A review of the unit's device history record(DHR) did not reveal any issues that could have contributed to reported incident. The unit was shown to have passed all verification testing and met manufacturing specifications prior to being released for distribution. Being that the unit is over five years old, it is likely normal wear and tear that contributed to the reported issue. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use were reviewed and determined to provide adequate instructions and warning for the safe and effective use of the device. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warrant. Manufacturer reference file# (B)(4).

Event description:
Customer reported a patient fall due to the alarm. While the alarm itself sounded, the nurse call light did not alert the staff. The date the issue was discovered is unknown.